Event description:
It was reported that foreign matter was found in the bd phaseal¿ injector luer lock n35j infusion bag during use after preparing "abraxane". The following information was provided by the initial reporter, translated from japanese to english: "after preparing abraxane, fm was found in the infusion bag. Hcp has no idea when the fm is mixed(created)."

Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/21/2019. H.6. Investigation: one injector attached to a syringe was returned to our quality team for evaluation along with a c90j connector, infusion bag, and two protectors. The product was visually inspected, no issues were observed on the injector or injector membrane, however, small particles were observed inside the infusion bag that was returned with this product. Characterization testing was performed and found the pieces were consistent with the stopper of the infusion bag. Fragmentation testing is performed during manufacturing to evaluate any particulates generated after ten activations. As the lot involved in this incident is unknown, a device history review could not be performed. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Since there are several factor that impact coring, we are not able to identify a definitive root cause at this time.

Event description:
It was reported that foreign matter was found in the bd phaseal¿ injector luer lock n35j infusion bag during use after preparing "abraxane". The following information was provided by the initial reporter, translated from japanese to english: "after preparing abraxane, fm was found in the infusion bag. Hcp has no idea when the fm is mixed(created)."

Manufacturer narrative:
Correction: the awareness date has been updated. The following information has been corrected: b.3. Date of event: unknown. The date received by manufacturer has been used for this field. B.3. Date of event: (B)(6)2019. G.4. Date received by manufacturer: 2019-10-10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that foreign matter was found in the bd phaseal injector luer lock n35j infusion bag during use after preparing "abraxane". The following information was provided by the initial reporter, translated from (B)(6) to english: "after preparing abraxane, fm was found in the infusion bag. Hcp has no idea when the fm is mixed (created)."